Manufacturer narrative:
Based on the location of the chest tube and the forensic pathology opinion, it is unlikely that the reported subcutaneous emphysema, suggesting lung air leak, was related to this device problem. This is a complication known to occur in at least 1.4% of patients after heart surgery (http://www.ncbi.nlm.nih.gov/pubmed/12034391). This is managed with pleural chest tubes, which, in this case, was already in place. Thus, no additional treatments were required and this did not impact the patient's uneventful recovery from surgery.

Event description:
The patient was transferred from another hospital for an urgent coronary artery bypass surgery. Surgery was done on (B)(6), 2015. Patient had pre-existing conditions including coronary artery disease (cad), congestive heart failure (chf), high blood pressure (htn), and diabetes mellitus (dm) type ii. Following surgery the patient had one pleuraflow chest tube placed in the mediastinum and another conventional chest tube placed in the left pleural space. The patient also had a central line at the time of surgery. The pleuraflow system performed throughout its use and the incident occurred just before the planned removal of the pleuraflow system from the chest. Prior to the incident the nurse moved the patient from bed to a sitting position in a chair and then the patient was moved back to bed. Once the patient was back in bed, the nurse advanced the clearance wire and loop to the parked position inside the chest tube with no resistance to movement. Then when the nurse pulled the clearance wire and loop back out of the chest tube, the external and internal magnets decoupled from each other (magnetic safety release) and the nurse was unable to recouple the magnets and pull the clearance wire and loop back out of the chest tube. At that point the nurse pulled the pleuraflow system out as planned and noticed that the clearance wire loop was outside of the chest tube through one of the eyelets. The nurse reported seeing a small piece of tissue on the wire loop. After the chest tube was removed the patient was asymptomatic and x-ray was unremarkable. On (B)(6), 2015, postoperative day 2, the patient developed mild to moderate subcutaneous emphysema in the left upper chest and neck area. The subcutaneous emphysema was managed by the conventional chest tube that was originally placed in the left pleural space during the index surgery. The patient was transferred back to the hospital from where the patient had arrived for the urgent surgery on schedule, without a delay. At that time of transfer the patient did not experience postoperative complications. The operating surgeon suspected that the air leak was possibly caused by the clearance wire loop and the piece of tissue being a lung tissue. Two tissue samples were removed off the device and sent to a forensic pathology laboratory (forensic analytical sciences services, inc, (B)(4)) for analysis. Two pathologists reviewed h&e stained histology samples prepared from the tissue samples. The pathologist identified one sample as representing adipose tissue. The pathologist did not find any structures, which are clearly diagnostic of lung tissue. Taking into account the location of the chest tube in the mediastinum, i.e., outside of the pleural spaces and the opinion of the independent forensic pathologist, we conclude that the incident is most likely not related to the pleauraflow system.